Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ultralink owner's booklet, the error 5 message prompts when there is a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the mid afternoon, the patient claimed she felt "lethargic, sleepy, thirsty and nauseated" 30 minutes prior to the alleged issue starting. The patient reported trying to test on her lfs meter and being unable due to the alleged issue. It is unknown what medications the patient takes to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the patient's test strips were in good condition and the testing steps were correct. Additionally, when the cca assisted the patient with a walk through retest, the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to an adverse event. The reported symptoms occurred prior to the alleged issue start; therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4).